Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead having t-wave oversensing. Reprogramming was completed until the lead replacement. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2006. (B)(4).